Manufacturer narrative:
Date of event: date of event was approximated to 01/01/2021 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Reported to boston scientific corporation that a rigid ureteral dilators and sheaths was used for a procedure on an unknown date. According to the complainant, the device came with a finger of a glove inside of the packaging was noticed as confirmed by a photo of the complaint device submitted by the customer. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.